Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The surgeon's name was not provided in the implant data card returned to edwards (B) (6) implant patient registry. (B) (6) hospital policy does not allow for disclosure of surgeon information or patient history; therefore, no additional information will be provided. Customer letter was not requested. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. Device will not be returned for evaluation.

Event description:
Reportedly, the device was explanted after an implant duration of 7.83 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. Device was discarded at hospital. Information was learned through (B) (6) implant patient registry.